Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed that the fenestrated bipolar forceps instrument stopped working due to broken wires. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient.